Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent fracture occurred. During unpacking of a 2.50x16mm promus element drug-eluting stent, it was noted that the stent structure was fractured and lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: promus element mr, ous 2.5x16mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the first stent strut was lifted and stretched. The stent od (outer diameter) of the mid section was measured and was within specification. A visual examination of the balloon cones was complete and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The review of the associated batch records for this device showed; the maximum crimped stent profile, stent crimp force, crimp temperature and crimp duration for the device all are within the specified range. No anomalies evident. The product stent protector was not returned for analysis with the device. Based on the specified stent protector profile and the maximum crimped stent profile for this device shows there is no issues to note with the interaction between the two components. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no issue with the hypotube. A visual examination found that the tip appeared stretched. It is likely that the tip was damaged due to handling after the stent protector was removed from the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent fracture occurred. During unpacking of a 2.50x16mm promus element ¿ drug-eluting stent, it was noted that the stent structure was fractured and lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.